Manufacturer narrative:
The lead was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged resulted in undersensing and therapy not delivered when required. A revision procedure occurred and the lead was removed from service and replaced. No additional adverse patient effects were reported.